Manufacturer narrative:
Pc-(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hernia repair procedure in 2018 and the absorbable straps were used. It was reported that straps were deployed without force and hang to tissue without fastening. Another like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Additional summary: the analysis results found that the strap25 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the provided device was activated manually. 7 straps were delivered properly. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. No conclusion could be reached as to what may have caused the reported incident.